Manufacturer narrative:
The insulin pump had a button error alarm due to moisture damage on the keypad trace. The insulin pump also had corrosion found on the interface board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 500 mg/dl. Customer treated their high blood glucose levels with manual injection. Troubleshooting for keypad anomaly was performed. Customer's wife advised the patient went into the swimming pool while wearing the insulin pump. Customer advised the insulin pump was exposed to moisture in the past with no fluid visible in the device. Customer advised the button error alarm occurred right after the insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.